Event description:
It was reported that a 980 ventilator generated an error message. Although requested, it is unknown if the patient was connected to the ventilator at the time of the reported event. The service engineer (se) inspected the device and found diagnostic codes in the ventilators memory logs. The se installed a new version of software. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The reported issue occurred during routine service and repair. The ventilator was not on a patient at the time of the event.